Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
System appears to be shutting down once the battery drop down to 50% charge. It turns back on and works if plugged in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the failure was identified as an internal li-ion battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number dyzkad088 showed no other similar product complaint(s) from this serial number.

Event description:
System appears to be shutting down once the battery drop down to 50% charge. It turns back on and works if plugged in.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
System appears to be shutting down once the battery drop down to 50% charge. It turns back on and works if plugged in.